Event description:
It was reported to the manufacturer, by the end user, per the end user, that per operations supervisor hospital, the transporter was trying to put the right side of the bed up. He was not able to lock the side rail into place due to the mattress being inflated and the side extenders not being extended. It did make it hard to lock into place. At that time, the transporter was struck in the head by the side rail. He was bent down, and the side rail dropped and struck him causing him to go to the emergency room for treatment. At the time, the transporter was not a patient, but after the incident he did become one. Complaint (B)(4) was entered into our system.

Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare, its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.